Manufacturer narrative:
According to the facility the patient experienced a "headache post cervical epidural injection approximately 1-2 days later". Per the facility the patient required "caffeine beverages, supine rest, and fioricet tabs however the patient failed conservative treatments and went to require a cervical epidural blood patch". Per the facility they were unable to tell if the component/syringe malfunctioned during use, however, the provider stated they've "never had post spinal leak headaches after cervical epidural injection". The sample has been requested for evaluation. No additional information is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the patient experienced a "headache post cervical epidural injection approximately 1-2 days later".